Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker system exhibited far-field oversensing of the ventricular signal by the right atrial (ra) lead which resulted in stored atrial tachy response (atr) episodes. Technical services (ts) discussed reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that this pacemaker system exhibited far-field oversensing of the ventricular signal by the right atrial (ra) lead which resulted in stored atrial tachy response (atr) episodes. Technical services (ts) discussed reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.